Event description:
Related manufacturer reference number: 2017865-2023-94643. It was reported that the patient presented for a routine generator change. It was noted that when the screw was loosened, the right ventricular (rv) lead was difficult to be removed from the header of the pacemaker. The pacemaker was explanted and replaced. The rv lead remained implanted but was inactive. Patient status was not known.

Manufacturer narrative:
Further information was requested but not received.